Manufacturer narrative:
Investigation revealed that this failure mode is linked to user neglect / abuse. The patient failed to follow intended use of the device found in owner's manual. The patient was not wearing his positional belt and utilizing a ramp with a 14.7 degree slope, which is outside of the ada ramp specification and safety performance guidelines (supporting documents attached). When the patient drove on the ramp the aftermarket footplate extensions caught the seam and device stopped. The patient was ejected and as a result sustained injury. The wheelchair was evaluated and the seating was found to be raise higher than standard. The servicing dealer had failed to reprogram the device after making this modification and releasing the wheelchair to the patient. The patient has been educated on intended use ((B)(6) 2016). The wheelchair was reprogrammed according to specification and the servicing dealer's training on this discrepancy is currently underway. The DHR for this device was reviewed and the wheelchair met specification prior to distribution. Note: the dealers discrepancy noted in this report is an additional finding. This failure mode would have occurred under these same conditions regardless of lowering programming. The patient was not traveling top speed when event occurred.

Event description:
Reports are the footplates hit the ground on a slope that caused the wheelchair to come to a stop abruptly and the patient fell out. It is reported that the patient broke both legs. Patient was not wearing his positional belt.